Event description:
The excluder trunk-ipsilateral limb component and the contralateral limb component were successfully deployed and ballooned as required with no problems. A completion fluoro was run and the device appeared properly placed. During removal of the 18 fr gore introducer sheath, the pt's blood pressure suddenly dropped. A rupture of the left common iliac artery was detected. The pt suffered a myocardial infarction and died 15 minutes after the procedure.